Event description:
Pt reported obtaining back-to-back blood glucose results of 35 mg/dl and 143 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Pt stated that quality control testing had been performed on the system and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.